Manufacturer narrative:
This incident is being reported in an abundance of caution. The incident was confirmed based on pictures provided by the reporter. This failure mode is consistent with that which was previously identified and investigated. The investigation activities concluded that the failure is unlikely to occur when the system is operating under normal conditions or a single fault condition. Rather, the system likely must experience multiple faults to result in the failure observed. Even though the failure is unlikely to occur, components of the irc5po2v concentrator have been updated to prevent potential recurrence of this issue. The subject concentrator was manufactured prior to implementation of these updates. This issue was also escalated to product corrections and removals, which resulted in a field correction ((B)(4)) to replace the pe valve assembly in impacted irc5po2v concentrators to reduce the potential for a failure that can, in infrequent instances, result in a short duration and self-extinguishing thermal reaction. The subject concentrator falls within the scope of this field correction. The device is awaiting return. Once further information becomes available a follow up will be filed. This device is past its end of life of three years.

Event description:
The reporter stated there was a small explosion inside the unit.